Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient changed the (B)(4) batteries in the patient programmer, which resolved the poor communication issues.

Manufacturer narrative:
Concomitant medical products: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator product ID 37642 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor communication on the patient programmer (pp) when they try to check one of their implants, but not the other as of (B)(6). Follow up with the healthcare provider (hcp) is to be conducted to have the device checked. Additional information received from the manufacturer representative (rep) on (B)(6) reported that the patient was admitted to the hospital due to an increase in parkinson's symptoms on the right side. It was stated that the patient had their left generator replaced on (B)(6) and about 1 month prior to date of additional info their parkinson's symptoms came back. The device was interrogated and an impedance check ran, with all of contact 1 showing > 40,000. The patient was set at c+1, and the hcp reprogrammed around the high impedance with the patient doing fine as a result. There was no trauma to the device, and no surgical interventions are currently planned. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-02494.